Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098796.